Event description:
Patient with a margron dtc hip replacement presented with pain approximately 3 years postoperatively. Revision surgery was performed. During revision surgery, it was noted that the femoral stem had aseptically loosened, which was the likely cause of the pain. The device was removed and replaced by another manufacturer's revision hip system. The surgeon commented that the patient had a 'good' outcome.

Manufacturer narrative:
Patient implanted with a margron dtc hip replacement in 2005 presented with unknown symptom - possible pain, with revision surgery conducted in 2008. The femoral stem was found to be loose during revision surgery and was likely the cause of patient's pain. The device was removed and replaced by another manufacturer's revision hip system. The surgeon commented that the stem had no hydroxy apatite (ha) remaining on the surface, with no signs of bone ingrowth. Explanted femoral stem not available to the manufacturer for further analysis. Manufacturing records were examined to determine if there might have been a problem with the ha coating on the margron device (coating problems may lead to an early loosening of the stem). The record examination revealed no evidence that the coating fell outside the specified iso/FDA limits. It was also noted that the implant was effective over approximately a 3-year period.